Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns the complaint summarized in this report. The test strip samples received for this complaint failed testing with the reported issue being confirmed. The closure seal was incorrectly positioned. A device history record review revealed no manufacturing issues noted during the packaging processes that pertain to the defect. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated a closure seal issue with ot ultra test strips. The patient associated with this allegation was male and there was no age or weight data available.